Event description:
It was reported that the customer experienced multiple low blood glucose (bg) levels requiring assistance to treat. No additional information was provided. Multiple follow up attempts were performed to obtain additional information, however, customer did not respond.

Manufacturer narrative:
Device not returned.